Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the gastrointestinal videoscope exhibited foreign object coming out of the air/water nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation with component analysis sampling, it is presumed that the material was either chemical and/or body fluid that remained from a past procedure due to insufficient cleaning. However, the type of foreign material and the root cause could not be identified. There was no confirmed deformation of the device. Although the reprocessing steps done by the user were reviewed, it is not confirmed whether the user conducted reprocessing properly for lack of information. A definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual, ¿gif-1200n, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual, ¿gif-1200n, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.